Event description:
It was reported that the 9800 system had an interlock error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.